Event description:
It was reported that the customer have a question regarding any education on the anti-reflux valve. Customer inquired whether there were any other products that have a better reflux prevention strategy. Stated that it appeared that the kit with the anti-reflux valve that they were using still allowed fluid movement back up the tubing. They inquired if there were better strategies or products and also provide cost comparisons. Representative replied that the foley catheters were not backed with anti-reflux valves inside them. There were anti-reflux valve features on the urinary drain bags however it was not a fail-safe to keep urine from flowing back into the bladder or tubing. Leg bags have flutter valves which was literally the clear rectangle portion coming off bag connector piece. Urine was allowed to enter and then the two flutter pieces close back on themselves. Explained that for all anti-reflux systems, if bag was full or turned upside down, it was possible to have some backflow. Also mentioned that there were no additional information outside of the brochure or directions for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer have a question regarding any education on the anti-reflux valve. Customer inquired whether there were any other products that have a better reflux prevention strategy. Stated that it appeared that the kit with the anti-reflux valve that they were using still allowed fluid movement back up the tubing. They inquired if there were better strategies or products and also provide cost comparisons. Representative replied that the foley catheters were not backed with anti-reflux valves inside them. There were anti-reflux valve features on the urinary drain bags however it was not a fail-safe to keep urine from flowing back into the bladder or tubing. Leg bags have flutter valves which was literally the clear rectangle portion coming off bag connector piece. Urine was allowed to enter and then the two flutter pieces close back on themselves. Explained that for all anti-reflux systems, if bag was full or turned upside down, it was possible to have some backflow. Also mentioned that there were no additional information outside of the brochure or directions for use.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "obstruction in tube". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.